Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 473 mg/dl and 214 mg/dl; 389 mg/dl and 152 mg/dl; 486 mg/dl and 129 mg/dl; 391 mg/dl and 157 mg/dl; 395 mg/dl and 161 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.